Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive failed battery test alarm with each battery change. Customer reported that blood glucose began to elevate due to not getting any insulin because of alarms and had to be hospitalized. Customer was hospitalized on (B)(6) 2017 with blood glucose of 505 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized and released and customer went back again due to high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer would call back to troubleshoot.